Event description:
During a balloon/stent case, there was difficulty inserting sheaths at left common femoral artery. The device separated and started uncoiling. The physician needed to perform a cut down to remove the malfunctioning device. The pt is doing fine. A section of the device did not remain inside the pt's body. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The device was returned in a used and badly damaged condition. A visual examination found the sheath had separated into multiple fragments with evidence of thinning and severe elongation. The coil had unraveled, separated and the inner liner had come apart in places as well. The supplied dilator (grey) as well as what appears to be another MFR's dilator (light blue) were also separated yet remained in the sheath. Per quality control specification, there is 100% inspection, insuring the material is free from surface defects, bumps, bulges and protruding coils. Final inspection confirms the surface of sheath is free of excessive dents, bumps or scratches. In addition, the IFU, that is provided, cautions the end user: "all catheters and instruments used with this introducer should move freely through the valve and sheath. Separation of the sheath may result when the fit is tight." As well as the warning, "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." A review of the device history record did not reveal an out of specification condition in mfg. These devices have been designed to meet the strength requirements noted in iso 11070 and have been confirmed through design verification testing. The badly damaged condition of the returned device is evidence that it was subjected to forces beyond its design strength. The appropriate internal personnel have been notified and we are continuing to monitor complaints for similar events. Per quality engineering risk analysis, there is insufficient risk to require subsequent corrective action at this time.